Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: there are scratches on the top cover. The video connector latch is worn out, when wiggled, the image is lost. The software version needs updated. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It was found during inspection of the returned device the video connector latch was loose causing loss of image when jiggling the pigtail. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image disappears when the scope cable is shaken due to the wear of the unlock lever (latch) of the video connector receiver. Approximately four years have passed since the device was manufactured and delivered, and if it is used frequently, it is probable the unlocking lever of the video connector receiver and the electrical contacts have worn out due to repeated insertion and removal of the endoscope. Alternatively, it is probable that wear occurred because the user applied too much force when inserting the endoscope or pushing the unlock lever. The following is stated in the instructions for use and can prevent the event: "never apply excessive force to connectors. This could damage the connectors."